Event description:
The customer alleges that there is a slight tear found in the circuit tubing. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Manufacturer narrative:
(B)(4). The reported complaint that there was a slight tear found in the circuit tube during use was confirmed through visual inspection of the returned sample. The tear on the tube was identified and noted on the expiratory limb. A DHR review could not be conducted because the lot number was not provided. The investigation found no evidence to suggest a manufacturing related cause, therefore, the root cause is undetermined.

Event description:
The customer alleges that there is a slight tear found in the circuit tubing. No patient injury or harm reported.